Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an unspecified patient event occurred during use of the pump. No details were provided. Although additional information was asked, the manager of the hospital's clinical engineering department stated that "we do not have any information available that we have not already provided. Please do a full inspection and confirmation that the devices are functioning properly. This event was not well documented by the user. I want to be sure the devices are working properly before returning them to service." Clinical contact information was requested but not provided. There was patient involvement but impact is unknown.

Event description:
It was reported that an unspecified patient event occurred during use of the pump. No details were provided. Although additional information was asked, the manager of the hospital's clinical engineering department stated that "we do not have any information available that we have not already provided. Please do a full inspection and confirmation that the devices are functioning properly. This event was not well documented by the user. I want to be sure the devices are working properly before returning them to service." Clinical contact information was requested but not provided. There was patient involvement but impact is unknown.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.